Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately four years post implant an type ia endoleak was noticed and treated with the aptus endo anchor system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the pre-implant anatomy sizing information, films during the index procedure, films during implant of the cuff and films after implant of the aptus endoanchors were not provided. The exact cause of the lack of apposition between the cuff/aui main body and the aortic wall leading to proximal type I endoleak could not be determined. It is possible that proximal aortic neck dilation may have contributed. The implant of the aptus endoanchors and reported aptus guide deflection issues were not visualized in the 3d recon report provided.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.